Event description:
The user's hearing with the device decreased after a head trauma occurred on (B)(6) 2020. Re-implantation is considered, but no date has been scheduled yet.

Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode due to the reported trauma appears very likely. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's hearing with the device decreased after a head trauma occurred on (B)(6)2020. The user was re-implanted.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. An impact is mentioned in the recipient's report. However, to confirm an exact root cause of failure a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user's hearing with the device decreased after a head trauma occurred on (B)(6) 2020. The user was re-implanted. Despite requested, the concerned device could not yet be retrieved for investigation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing with the device decreased after a head trauma occurred on (B)(6) 2020.